Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient was receiving the ¿replace generator soon" message. The issue was successfully resolved once with patient updated their patient controller.